Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the 20ga insyte autoguard unit from lot: 4152057. The needle was received fully retracted within the safety shield and with no IV catheter was provided. A functional test revealed that the needle could retract without resistance. No damage or defects were identified that would contribute to the reported issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle slow to retract. The following information was provided by the initial reporter: took three times of hitting the safety button to get the needle to retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.